Event description:
Caller reported that the pump unexpectedly displayed a reset screen. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump. Caller was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Additionally, caller was guided on how to put the pump into storage mode and was advised to return the pump using a pre-paid label within 10 days.